Event description:
The customer reported that a monitor fuse was blown. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced b455 pcb. The system operates as intended.